Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. However, the lot number was not provided thus a device history record was not reviewed. A supplemental report will be forthcoming with the evaluation.

Event description:
It was reported that while using this volumeview set, a saline leakage from the femoral catheter connector to temperature sensor was found. The femoral catheter was changed using a new insertion site. There was no allegation of patient injury.

Manufacturer narrative:
One femoral catheter was returned for evaluation. The reported event of leakage issue was confirmed. Leakage was observed through a puncture on the backform strain relief. Dry blood was visible inside extension tube, catheter body and catheter tip. No other visible damage or abnormality was found from returned unit. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.